Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
No lens in unit carton. (B)(4).

Event description:
It was reported that the +24.0 diopter cc4204a collamer single piece lens was torn during loading, however, the damage was not discovered unit the lens was partially in the eye. The lens was retrieved and replaced with another same model lens without any patient consequences. Reporter stated the event was due to a loading error.